Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bottom supply drawer did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer resolved the issue by repaired the foreign material on the surface of the component before field service engineer arrived on site. Customer requested to close out the work order. The system functioned as intended after the customer resolved the device.